Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the alert date for the complaint was (B)(6)2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent primary breast augmentation with 500cc mentor memorygel breast implants and experienced bilateral rupture post procedure. The rupture was confirmed by mammography and magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-10601 for contralateral prosthesis report.

Manufacturer narrative:
On 4/16/19, it was reported to mentor that the awareness date for the complaint was 4/16/2019. Therefore, the due date for this complaint was 5/16/2019. Manufacturer¿s reference number: (B)(4).